Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient stated the device hurt where the sacrum joint is. The patient stated they had to sit on one butt cheek and when standing up the pressure was terrible. The patient stated they had lost a lot of weight and were having pain at the ins site since a year ago, and now were having urgency for the last 6 months. It was noted that it was due to pancreatitis. The patient stated they device was on, but they didn't think it was working. The patient had increased stimulation and changed programs, and nothing was working. It was noted that the patient saw a woman a year ago. No further complications were reported.

Manufacturer narrative:
Product ID 3889-28, lot# va13azu, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. UDI: (B)(4), ubd: 2020-01-15. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient called in stated that she lost so much weight due to previously reported pancreatitis that her lead moved, and therefor her device was explanted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va13azu, implanted: (B)(6) 2016, explanted: (B)(6) 2019 product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.